Event description:
Following a laparoscopic anti-reflux procedure utilizing the linx device, a pt experienced dysphagia leading to linx device explant. Anti-reflux procedure. Uneventful device explant on (B)(6) 2014. Post-removal endoscopy assessment showed normal findings.